Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was performed to reposition this pulse generator due to an unknown reason. No additional adverse patient effects were reported. This device remains implanted and in service.